Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their 2nd device during a double sequential defibrillation procedure shocked and nothing happened. The monitor didn't make the dump noise. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.